Event description:
The patient reported that on (B)(6) 2011 while in the hospital, due to cellulitis, he experienced low blood glucose levels (20mg/dl). The patient indicated that he was taken off the pump. There is no additional information available at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.